Event description:
According to the reporter: this patient - and assessor-blinded randomized multicentre clinical trial compared a selfgripping mesh (parietene progrip) and sutured mesh for open primary repair of uncomplicated inguinal hernia by the lichtenstein technique. According to allocation, tension-free hernioplasty was done with either a self-gripping polypropylene 8 x 12 cm mesh with absorbable microhooks (parietene progrip) or a 10 x 15 cm polypropylene mesh (parietene light). In the self-gripping mesh group, the flaps of the progrip mesh were released and closed around the cord away from the deepest part of the wound. In the sutured mesh group, the parietene light mesh was trimmed to an appropriate size, and placed between the conjoined tendon, the inguinal ligament, the pubic bone and the internal oblique aponeurosis. Patients were assessed before surgery, on the day of operation, and at 1 and 12 months after surgery. The primary endpoint was moderate or severe symptoms after 12 months, including a combination of chronic pain, numbness and discomfort. The intention-to-treat population comprised 163 patients with self-gripping mesh and 171 with sutured mesh. The 12-month prevalence of moderate or severe symptoms was 17.4 and 20.2 per cent respectively (p = 0.573). There were no significant differences between the groups in postoperative complications (33.7 percent versus 40.4 percent), rate of recurrent hernia within 1 year (1.2 percent in both groups) or quality of life. There was one patient who underwent reoperation on day 8 with removal of the mesh because of acute pain. No hernia recurrences were encountered 1 month after operation.

Manufacturer narrative:
(B)(4).